Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: fracture - dislocation. Procedure: anterior cervical fixation levels implanted: c5-6. It was reported post-op, the implanted screw loosened. It was found that the angle of the screw on caudal side became shallower and changed. No patient complications were reported.